Event description:
It was reported that there is a presumption of an aseptic loosening of a tritanium cup. Scans were made with different radiation intensity.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tritanium cup. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving an unknown tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: not performed as no lot ID was provided for review. -complaint history review: not performed as no lot ID was provided for review. Conclusions: the exact cause of the event could not be determined because device information and patient medical records were provided for review. No further investigation for this event is possible at this time.

Event description:
It was reported that there is a presumption of an aseptic loosening of a tritanium cup. Scans were made with different radiation intensity.